Manufacturer narrative:
Device evaluation: the software logs were evaluation and from the screen-shots, this issue occurred before the user noticed that something was wrong. It is noted that in some acquisitions, a noise mask/thermal map was displayed in the left view, but was incorrect as it was a duplicated noise mask/thermal map of another view (either center or right-most view). It was also noted that the thermal damage lines were correct in all cases.

Event description:
It was reported that during an ablation procedure, while in treat, after the 5th pull back of the probe, the orange heat mask on the top left corner of the probe's eye view was not present. The user then re-created the trajectory, changed the master scan and eventually had to restart the software and reload the profile. There were no patient complications reported in relation to this event but it was noted that it caused a 30 minute delay to the case.